Event description:
Account stated that when he pushes the CPR and lowers the head section, it will come right back up, no injury, bed is in the maintenance shop.

Manufacturer narrative:
Account found the right inside control board shorted; account replaced the inside control board to repair this bed.